Event description:
It was reported that a patient attempted to get an MRI of her brain and for the first image she was fine, but during the second image she started to have pain in her back and leg and a tingling sensation in her vagina. The test was stopped. The patient still had pain in her back around the implantable neurostimulator (ins) that hadn¿t gone away, but the other pain went away. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0g6fr, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had a neurological issue that required an MRI and it was not related to the device. The patient was ok and their health care provider (hcp) referred the patient to another hcp.